Event description:
Customer reported having unexplained highs and lows. The customer's blood glucose was 41 mg/dl. The customer treated for her low blood glucose. The customer also reported having connection issues with her transmitter. Troubleshooting found her transmitter was working properly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.